Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the back end found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument did not clip properly. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .